Event description:
It was reported that the patient presented to the hospital for unknown reasons. During device interrogation, it was discovered that the atrial lead was fractured. The lead was capped and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.